Event description:
It was reported that this system with a right ventricular (rv) lead and a pacemaker recorded two episodes with the signal artifact monitoring (sam) feature and had the minute ventilation feature disabled. The noise recorded in these episodes appears to be electromagnetic interference (emi) on the rv channel. Also, high, out of range pacing impedances were recorded at one of the sam events. At the other event, the impedance could not be measured due to noise. Various reprogramming options were discussed. The rv lead and the pacemaker remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and a pacemaker recorded two episodes with the signal artifact monitoring (sam) feature and had the minute ventilation feature disabled. The noise recorded in these episodes appears to be electromagnetic interference (emi) on the rv channel. Also, high, out of range pacing impedances were recorded at one of the sam events. At the other event, the impedance could not be measured due to noise. Various reprogramming options were discussed. The rv lead and the pacemaker remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.